Event description:
Reporter stated that medical attention was sought on (B)(6) 2019 around 9:00pm at the end-user's home. Reporter stated that the end-user tested her blood glucose and was getting results in the 500's. The caller is unsure of the exact number just that it was higher than her normal 100-150mg/dl . The reporter said the end-user looked pale and she was confused. The end-user took 14 units of lantus and her results were still too high. She was then transported to the hospital by car. Upon arriving at the hospital, the end-users blood glucose was 780mg/dl. She stated that the end-user was given a fast-acting insulin by IV. She was also treated for low potassium. The end-user was admitted to (B)(6) hospital-(B)(6) located at (B)(6). After seeking medical attention, the end-users lantus was increased to 16 units 1 time per day and she was also given humalog to take 3 units 3 times a day. No addition information was provided.